Event description:
Report received of an overdelivery. The pump was programmed to deliver 1mg/ml morphine in the pca + continous mode with a continuous rate of 2mg/hr, a pca dose of 2mg, a patient lockout of 6 minutes and an unspecified 4-hour limit. The nurse reportrd that in 03/2003 he began to be suspicious that the pump was delivering more than was expected. The patient was reportedly not using pca doses very frequently and sometimes not at all. The syringe that should have lasted 15 hours with only the continuous rate of 2mg/hr being infused, was infused in approximately 8 to 9 hours. The number of pca doses delivered was not recorded. The nurse reported that there were no loading doses delivered. The nurse reportedly removed the pump from clinical service at approx 7:00pm. The patient did not experience any adverse effects. Though requested, no additional information was available.